Event description:
The representative stated that patient felt like she was getting "zapped" when she was leaving a store and walked through the theft detector system. The representative stated that it did not happen on the way into the store, only on the way out. The change in therapy/symptoms was noted as sudden. The representative educated the patient on turning stim down and off like we advise in labeling before walking through the system and to notify health care provider about the issue. Additional information received 2 days later indicated that patient was advised to turn the device off when going through store. No relevant print out. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.